Manufacturer narrative:
Follow-up #1: date of submission 09/10/2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump casing was found to have cracked near the top right-hand corner of the display. The pump powered up and functioned properly. A leak test showed a leak where the crack was located. Removal of pump casing found evidence of moisture intrusion on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was observed behind the display and there was no damage to the pump casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.